Event description:
In 2003, pt underwent carotid artery endarterectomy (cea) procedure on the right neck with implantation of vascular patch. Approximately one month post-op surgeon began opening and draining surgical site, this continued for approximately 5 months. In 2004, pt underwent exploratory procedure of right neck. Procedure included resection of vascular patch and placement of saphenous vein. Device was not returned for analysis. Pt status described as: "ok".